Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "flow rate" was reproduced. The device was tested for flow accuracy and overdelivered with 5.3675% error. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was the pressure plate travel and m2 and m3 springs. The pressure plate travel required to be adjusted and the m2 and m3 springs required to be replaced to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump "had an issue: flow rate". This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.